Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, coronary artery disease, prior myocardial infarction, heart failure, pulmonary artery disease, non-rheumatic valvular disease, rheumatic valvular disease, conduction defects, dysrhythmias, chronic obstructive pulmonary disease, chronic kidney disease, peripheral vascular disease, osteoporosis, anemia, coagulation disorder, and thyroid disease. Complications reported included stroke, heart failure, bleeding, sepsis, infection, renal failure, dyspnea, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: effect of age on short-term readmissions following transcatheter edge-to-edge repair of the mitral valve. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "effect of age on short-term readmissions following transcatheter edge-to-edge repair of the mitral valve" was reviewed. This research article is a retrospective multicenter experience to evaluate whether age is a risk factor for short-term readmission after transcatheter edge-to-edge repair (teer) and the differences in the cause of readmission following teer by age. The device included in the study was mitraclip. The article concluded that age was not a significant predictor of readmission following teer at 30 or 90 days. The findings suggest that teer may offer benefit across age groups among individuals with moderate to severe mitral regurgitation (mr). [The primary author was demetrio sharp dimitri, university of cincinnati college of medicine, department of medicine, cincinnati, oh, USA.] [The secondary and corresponding author was donald lynch, university of cincinnati college of medicine, division of cardiovascular health and disease, cincinnati, oh, USA, with corresponding e-mail: lynchdr@ucmail.uc.edu.] This study included patients undergoing teer from 01 january 2018 to 31 december 2022. A total of 26215 patients were included in the study, all of which received an abbott device. The average age was 77.7 years. The majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, coronary artery disease, prior myocardial infarction, heart failure, pulmonary artery disease, non-rheumatic valvular disease, rheumatic valvular disease, conduction defects, dysrhythmias, chronic obstructive pulmonary disease, chronic kidney disease, peripheral vascular disease, osteoporosis, anemia, coagulation disorder, and thyroid disease.